Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The certain abutment screws (iuniht,) was returned for investigation. Visual inspection of the returned screw identified that the screw was fractured. The screw fractured at the neck and showed signs of use. No x-rays were provided for the reported event. Review of appropriate documentation: documents reviewed: t3 and osseotite implant systems surgical manual - zbinstsm rev a 06/19 information identified: torque matrix. As per the applicable surgical manual, the reported screws should be torqued over 20 ncm. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported screw fracture. The reported complaint was confirmed as the returned screw was found to be fractured. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the abutment screw fractured. The fractured screw was removed.